Event description:
The user facility reported a male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that a pump was started before the guidewire was fully removed from the device. Immediately a pump stopped occurred. The pump was removed with no issue or visible damaged and the case was successfully completed with new pump. There was no patient harm reported from this user error.

Manufacturer narrative:
The investigation for the pump stop has been completed. The device and data logs were returned for evaluation. No damage or abnormalities were found on the returned pump. Data logs show an immediate high motor current pump stop occurred when attempting to start the device. After reviewing the clinical information, it was determined that the cause of the pump not starting was use related, specifically failure to remove the guidewire prior to activating the device. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.